Manufacturer narrative:
(B)(4). Batch # j5g705. The analysis results found that one tr45w reload was received with no apparent damage and partially fired 1/4 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the reload. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that prior to an unknown procedure, ats45-not fired; tcr10-before firing, the staple leg was shown; ecr45w-not fired. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.